Event description:
Patency capsule was retained for 19 days. A double balloon endoscopy (dbe) was performed to remove patency capsule and coating. Incident is resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).